Event description:
According to the reporter; during a gastroenterostomy bypass procedure, the stapler fired the first reload 1cm if the staple line and stopped, the 2nd reload fired only cms of the way and a 3rd reload was used to complete the staple line. Surgical time did not have to be extended due however there was tissue/loss damage as additional tissue had to be resected due to the issue. No additional bleeding occurred. Additional patient details were not made available by the reporter/account.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially fired to the 5cm cut line with the interlock engaged. The sulu was damaged at the 5cm cut line. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed damage to the stapler and sulu may be due to striking an obstruction during the firing process. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Based on review of the file, this report was updated from a serious injury to a malfunction event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a gastroenterostomy bypass procedure, the stapler fired the first reload 1cm if the staple line and stopped, the 2nd reload fired only cms of the way and a 3rd reload was used to complete the staple line. Surgical time did not have to be extended due however there was tissue/loss damage as additional tissue had to be resected due to the issue. No additional bleeding occurred. Additional patient details were not made available by the reporter/account.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.